Manufacturer narrative:
Correction: upon review, the left ventricular lead should not have been submitted as a medical device report (MDR) as the event did not indicate a malfunction and did not cause a serious event.

Event description:
It was reported that patient presented for implant procedure. During procedure it was noted that the left ventricular lead was unable to get a reasonable capture threshold. The procedure was completed without implanting left ventricular lead. The patient was in stable condition.